Event description:
The reporter stated the surgeon inserted a aq2010v three piece silicone lens. The patient's eye was in poor condition prior to surgery. The capsule was damaged during phaco and a vitrectomy was performed. Therefore, there was no bag. The surgeon enlarged the incision prior to inserting the iol and the haptic broke upon insertion. The lens was removed, an anterior chamber iol was implanted and the incision was sutured. Reporter stated the incident was due to a surgeon's error and the condition of the patient's eye and not related to the lens.

Manufacturer narrative:
Conclusions - the product pertaining to this claim was not returned for evaluation. Based on the complaint history, it was determined that the root cause of this event was due to technical error and the condition of the patient's eye. #(B)(4).